Manufacturer narrative:
Covidien reference number: (B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 plus ventilator circuit was replaced and the ventilator started operating. However, the "check the circuit" alarm could only be muted but not canceled. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Received additional information from the customer that the reported issue could not be duplicated and the device was returned to use.